Event description:
It was reported to medtronic neurosurgery that during surgery, the device did not function well. Reportedly, it failed at draining the csf out of the ventricles. According to the report, there was no injury to the patient.

Manufacturer narrative:
The valve was patent. It met the requirements for reflux, pressure-flow, preimplantation and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. Proteinaceous debris was noted within the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become internally occluded due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. Also, the instructions for use describe the patency test procedure for csf burr hole valves as follows: depress the valve dome, place a finger over the opening at the end of the outlet connector and release the depressed dome. If fluid enters the reservoir, the inlet connector and flow control membrane valve are patent. Following that, remove finger from the outlet connector opening and depress dome. If fluid flows out of the outlet connector, the valve is patent. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).